Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a unspecified bd catheter. The following information was provided by the initial reporter, "the child was (B)(6) years old and was admitted to the hospital at 09:56 on (B)(6) 2019. He was complained of cough for 7 days and fever for 2 days. He was diagnosed with pneumonia and given intravenous indwelling needle puncture. Anti-infective symptomatic treatment. The nurse placed the child on the puncture bed. Prepare the child, select the blood vessel, remove the indwelling needle from the package, check the integrity of the trocar, find that the catheter is hard, there is black substance on it, and immediately replace the trocar, which does not cause bad to the patient, but the department caused an increase in material costs."

Manufacturer narrative:
Investigation: no sample or photo was provided. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time. A possible root cause could not be determined at this time.

Event description:
It was reported that foreign matter was found before use with a unspecified bd catheter. The following information was provided by the initial reporter, "the child was 4 years old and was admitted to the hospital at 09:56 on (B)(6) 2019. He was complained of cough for 7 days and fever for 2 days. He was diagnosed with pneumonia and given intravenous indwelling needle puncture. Anti-infective symptomatic treatment. The nurse placed the child on the puncture bed. Prepare the child, select the blood vessel, remove the indwelling needle from the package, check the integrity of the trocar, find that the catheter is hard, there is black substance on it, and immediately replace the trocar, which does not cause bad to the patient, but the department caused an increase in material costs."